Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and not found for serial number (B)(4) within the investigation window. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.